Manufacturer narrative:
.

Event description:
It was reported that during an elective device replacement the lead was found to have insulation anomaly. All electrical measurements were in range. The lead was capped and replaced. The patient condition was good.